Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced syncope. Subsequently, the patient was brought into the office for evaluation. Upon interrogation of the patient's device, the field representative noted that the competitor right atrial (ra) lead was only sensing ventricular events. Boston scientific technical services (ts) was contacted for assistance. Ts discussed that it is possible the atrial lead dislodged into the ventricle and advised to obtain a chest x-ray. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that a chest x-ray was done and no changes in lead position were noted. It was concluded that the lead was undersensing the patient's atrial fibrillation. The device mode was reprogrammed to vvi. The device remains in service. No additional adverse patient effects were reported.